Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 80 to 100 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 163 and 173 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/23/2020 and open vial date is two days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6).